Event description:
It was reported that the subject device had b30 scope communication error. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The device will not be returned to olympus for evaluation.